Event description:
Additional information received from a company representative (rep) reported that the cause of the catheter revision had been unknown. The explanted portion of the catheter had been discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8598a serial# (B)(6) implanted: (B)(6)2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(6), ubd: 20-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving unknown morphine via an implantable pump. It was reported that the patient had a catheter revision in (B)(6)2024 and even after the revision the pump did not work. Information omitted pertaining to (B)(4) regarding pump replacement.